Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 7 months after two dental implants were installed in intraoral regions #7 and #10, it was verified its non- osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii and fenestration occurred during surgery. Bone graft was executed.